Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken plug strap. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified opening sharp in the posterior side and a striated edge broken the plug strap, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior (patch/shell bond edge) assessed to an unidentified (tear) opening. A striated opening on plug strap assessed as surgical damage.

Event description:
Device has been explanted.